Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the titanium transfer set came off from the titanium adapter during use at the patient's home. The transfer set tubing was exchanged a few days prior to the event occurred. After the event, the patient visited the hospital to exchange the t-set tubing for a new one. There was no allegation against the titanium adaptor. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.